Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (600s mg/dl) and a corrective bolus was delivered to address the bg. The contact initially thought the pump malfunctioned and due to not seeing any malfunction in the pump history, the contact thought that use error may have contributed to the high bg. The contact declined tandem technical support's offer to troubleshoot. The customer was using insulin injections at the time of the report due to recovery from a non-diabetes related surgery and had not restarted on the pump.